Event description:
The caller reported a cartridge alarm 30, which prevented them from successfully loading a cartridge and resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump due to the expired warranty.